Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their ins replaced on (B)(6) 2018 because the ins wouldn't hold a charge and took 4-6 hours to charge. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported that their weight at the time of event was (B)(6) and indicated 1 of the contact pins for the battery was bent which was what led to the ins not holding a charge.